Event description:
It was reported that during a coronary stent procedure, the physician had successfully placed an express2 (size or model unk) in the lad. He then attempted to deliver another express2 otw (size unk) through the first stent to a side branch. He was unable to cross the first stent and was attempting to retract the delivery/stent device back into the guide catheter when the stent dislodged. The undeployed stent remains in the peripheral vasculature. Pt status is listed as "okay".